Event description:
Clinical study. Same patient as 2134265-2008-04128. It was reported 53 months following a coronary artery stenting procedure that the patient returned with severe angina pectoris necessitating a reintervention procedure. The index procedure treated the 90% stenosed, 3x30mm target lesion located in the mid rca (right coronary artery). Treatment consisted of pre-dilation and placement of two taxus express2 drug eluting stents, (3.0x16mm and 3.0x24mm) resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and clopidogrel. The patient develoepd severe angina pectoris 53 months following the index procedure requiring reintervention. Angiography was performed on the 80% stenosed lesion located in the mid rca and was treated with angioplasty and the placement of an unknown bare metal stent. The event was listed as resolved, and the investigator assessed the event as related to the device. There were no further adverse events for the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.